Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 07/30/2019. Device evaluation: the product was received for evaluation. The plunger was observed in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. Direction for use (dfu) states to completely fill the viewing window of the pcb00 with ovd. There lens was observed cut with one haptic detached. The haptic detached was observed stuck in the cartridge and override by the pushrod. This could had caused the haptic detachment. The reported issue dislocation was not verified; however, haptic detached was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported lens was used and cut in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing record review was performed, and there was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol), model pcb00v, 25.5 diopter was implanted the trailing haptic torn off. It was reported that the lens was deviated on (B)(6) 2019; therefore, the lens was explanted and replaced with a competitor's 3-piece lens. The procedure was completed successfully and no postop problem was reported. There was no patient injury reported. No additional information was reported.